Manufacturer narrative:
Investigation summary: three photos and five 10ml syringes in fully sealed blister packs from batch 9170912 (p/n 302995) were received and evaluated. It was observed three of the syringes contained no scale markings and were rejectable per product specification. Manufacturing review revealed adjustments to marker were made that included ink manifold cleaning. Potential root cause for missing print is associated with the marking process. There was likely an insufficient ink flow to the pad through the manifold resulting in missing print observed. Product was re-qualified per applicable aql when the defect was discovered during production. It is possible that not all product was contained and a limited number escaped detection. No corrective actions are necessary based on the defective rate identified. Batch 9170912 is considered in compliance with our product specification requirements.

Event description:
It has been reported that the syringe 10ml ll s/c 200 has been found experiencing five occurrences of missing scale markings before use. The following has been provided by the initial reporter: it was reported that the syringes had no markings to identify volume. Per email: 10ml ll syringe ggh# 0000530 with no markings to identify volume.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml ll s/c 200 has been found experiencing five occurrences of missing scale markings before use. The following has been provided by the initial reporter: it was reported that the syringes had no markings to identify volume. Per email: 10ml ll syringe ggh# 0000530 with no markings to identify volume.